Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. The insulin pump functioned properly. No anomaly was noted. The insulin pump received with intermittent button response during testing due to corroded keypad traces. No button error alarm noted. Scratched lcd window and scratched around casing noted during visual inspection.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was over 200 mg/dl and was taken to the hospital for assistance. Customer stated that she was pregnant and delivered her baby premature due to the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.